Manufacturer narrative:
Upon receipt at the boston scientific post market quality assurance laboratory, this device was determined to have premature battery depletion caused by leaky battery bypass capacitors. This information concludes this investigation. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed from service without allegation as part of a normal device changeout. There were no reported adverse patient symptoms.